Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2014-05621/05625).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 7 MDR's filed for the same patient (reference 1825034-2014-05621 / 05625 & 08620 / 08621).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2005 and (B)(6) 2006 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed all surgery dates. Invoice history indicates the modular head, taper insert and femoral stem were removed and replaced during the revision procedure on (B)(6) 2005. Invoice history further indicates all components were removed and replaced during the revision procedure on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted patient underwent right total hip arthroplasty and a left abductor release/lengthening procedure on (B)(6) 2005. Revision operative report noted patient underwent stage I of a two-stage right hip revision procedure on (B)(6) 2005 due to infection, pain and a loose acetabular cup with spotty areas of osseointegration. All components were removed and replaced with a antibiotic embedded cemented polyethylene acetabular liner along with a biomet stem and head. Patient underwent stage ii reimplantation procedure on (B)(6) 2006 where the cemented liner, stem and head were removed and a total hip system was implanted.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2005 and (B)(6) 2006 due to patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. A review of the invoice history confirmed all surgery dates. Invoice history indicates the modular head, taper insert and femoral stem were removed and replaced during the revision procedure on (B)(6) 2005. Invoice history further indicates all components were removed and replaced during the revision procedure on (B)(6) 2006. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.